Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that the pt was experiencing power fluctuations after post operative implant, day 8. A decision was made to exchange the lvad pump with another lvad pump. The pt unfortunately expired the same day after receiving the new lvad pump.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed. (B)(4).